Event description:
It was reported that during an unknown procedure, the metal clips, once applied on the cystic duct and cystic artery, removed spontaneously on their own at the minimum "strumental" contact and even fell. Therefore, for safety, the surgeon had to use a multiuse applicator with the titanium clip. The procedure was prolonged by minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The following information was requested, but unavailable: what is product code for device of issue?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: (B)(4).